Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z malfunctioned as the knob wouldn't tighten. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). 1. DHR review: the DHR of the reported lot 3000378703 has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the last 12 months, the occurrence rate is found to be (B)(4) which is under anticipated occurrence rate. 3. The device was returned to the factory for evaluation on 07/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. There were no visual defects observed on the device. A mechanical evaluation was conducted. It¿s observed the knob rotate stuck, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. The device was furtherly disassembled for further inspection. The acme nut lead-in thread was found broken, DHR review did not indicate a product or manufacturing defect caused or contributed to the acme nut broken, all the products had been performed 100% visual inspection and mechanical function test during production. 4. Complaint historical data has also been reviewed, the failure of ¿knob difficult/ unable to tighten-arm does not lock¿ happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be that rotating the knob rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, and lead to the acme nut lead in thread broken. The broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device met all product specifications upon leaving the factory. There were no ncmrs, rework, or deviations documented for the reported batch, based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The trending will be monitored continuously.